Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Customer reports error code 133.6090 on their 8015 sn: (B)(4). Informed customer this is most likely the main speaker. Provided part number for the main speaker. Transferred to order management for further assistance. Ended call. Ref: (B)(4).